Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between sheath and the catheter tubing. The sheath was returned over the membrane. One kink was observed on the catheter tubing approximately 76.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. The condition of the iab as received indicates kinks in the catheter tubing, which may restrict the gas passage and result in poor inflation and deflation. We are unable to determine when the kinks occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that after three hours of therapy, the intra-aortic balloon (iab) was repositioned forward 2cm. When starting therapy again, an autofill failure alarm occurred. It was noted that the helium valve was opened and full. The helium tubing and connectors were also checked. Manual filling was carried out. Again, the autofill failure alarm occurred. The customer suspected an iab perforation. There was no blood noted in the helium tubing. The helium tubing was disconnected, the line was clamped, and the iab was removed. The patient was stable after removing the iab so therapy was not continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: nursing manager. Complete initial reporter name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).